Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that trocars leaked during several vitreoretinal surgeries. No further information received. Additional information has been requested but not received to date.

Manufacturer narrative:
Additional information provided.